Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the issue was related to drainage valve. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle compressed air when no wall air is connected. Further evaluation of the issue indicated, that servo ventilator or flow anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. There is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Manufacturer narrative:
UDI related data quality updates. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI)#, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial# and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields# d1 brand name, # d4 version or model# and # d4 unique identifier (UDI) # were required. D1: brand name: previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4: version or model#: previous version or model#: compr mini 230v 50hz. Corrected version or model#: 6481779. D4: unique identifier (UDI)#: previous unique identifier (UDI)#: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. (B)(4).